Event description:
It was reported that the right atrial lead was capped and replaced due to "latency" after atrial pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg, implantable cardioverter defibrillator, (B)(6) 2007; 6947, implantable tachy lead, (B)(6) 2013. (B)(4).